Event description:
On (B)(6) 2014, the reporter contacted animas stating there was a call service alarm issue with the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the black box and alarm history showed several call service alarms. The pump alarmed with a call service alarm that would not clear when the pump powered on. The pump was opened and evaluation revealed that an internal component on the printed circuit board had failed. When the component was replaced and reprogrammed, the pump was able to prime and exercise with no further alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.